Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention devices of the reported lot. Retention devices were tested with hcg-positive urine at the qc cutoff (20 miu/ml). All of the results were positive at the read time and met the qc release specification. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient was tested prior to receiving a depo-provera birth control shot. The patient's urine was collected at 10:50 am and tested using the consult hcg urine cassette with a negative result at the read time of 3 minutes. The patient was administered the depo-provera birth control shot based on the negative hcg result. The customer noticed that a positive line formed on the test "maybe one hour later" and questioned the result. The test was repeated using a second consult hcg urine cassette. At a read time of approximately 5 minutes, the hcg result was positive. A serum sample was collected and sent to the laboratory for testing. The laboratory serum beta quant test produced a result of 10 miu/ml. The customer was unable to provide an update on the status of the possible pregnancy. Although requested, no additional information is available.